Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse power flushed the integrated multi-sensor technology (imt) module and performed imt pressure leak test, which passed. The cse then aligned the imt module. The customer ran quality controls. The cse ran a quick check, which passed. A siemens headquarter support center (hsc) reviewed the instrument data. The data indicated this event is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular components contained in the plasma portion of the sample. The sodium and chloride results were impacted by a similar percentage between the initial and repeat results, indicating poor sample quality impacted a proper imt dilution for the initial run. The data showed no evidence of quality control being out of range. In addition, the samples were centrifuged for five minutes. According to the tube manufacturers recommendation, the sample should be centrifuged for fifteen minutes. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The cause of the discordant, falsely depressed na, cl and k results on two patient samples was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on two patient samples and a discordant, falsely depressed potassium (k) result was obtained on one of the patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The customer ran two samples, which resulted in failed delta check and discordant na results. The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na, cl and k results.